Event description:
It was reported that during the setup of the drill and handpiece assembly, everything was plugged in, but the drill did not retract on the "retract handpiece" screen. Therefore, the handpiece was calibrated. When it went to the home, the drill did not even budge in the handpiece. The handpiece was replaced in order to start the case. The device was not being used with a patient during the event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had homing failure prior to a procedure on (B)(6) 2015. The navio handpiece was not returned for further evaluation and a visual/functional inspection could not be performed. During an internal analysis, the problem was determined to be caused by the material used to manufacture one of the snap lock components. The material used by one of the suppliers is displaying properties after autoclave sterilization that may cause the snap lock assembly to become tight. This handpiece had a snap lock from one of the affected lots. The root cause of this issue was found to be supplier/raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.